Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient underwent a right thr on (B)(6) 2019 and revised on (B)(6) 2019 due to dislocation. The poly liner was replaced with a 15­º hooded liner.